Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap or compartment. The battery cap was able to fully tighten with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. Investigation revealed a loose internal component. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was intermittently powering off. The patient suffered no symptoms and did not receive any medical attention due to this issue. Troubleshooting revealed no damage to the battery compartment or cap, no corrosion in the battery compartment, and the battery cap was secure and tight. The issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.